Event description:
It was reported the shaft of the device was noted to be broken 5 cm from the hub upon flushing of the device inside its packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4) - the reported event of shaft break.

Event description:
It was reported the shaft of the device was noted to be broken 5 cm from the hub upon flushing of the device inside its packaging. There was no patient involvement.

Manufacturer narrative:
Analysis of the returned device confirmed a break in the shaft 14.5cm from the proximal end with the inner braid exposed for 4cm. In addition, coating damage was evident on either side of the break, most likely the result of excessive force in attempting to remove the microcatheter from the dispenser coil. No other anomalies were noted. A root cause of use/user error will be assigned as the damages noted to the device are consistent with insufficient flush of the dispenser hoop.